Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient is in extreme pain on their left side and mentioned the healthcare provider (hcp) had a difficult time placing the lead. They also have back problems. The patient continued expressing pain and wants the leads removed today because of the pain. Patient was advised to connect with their hcp. A day later, patient said the left lead was pulled out by their hcp and didn't understand why they left the right side in because it wouldn't make a difference. They were up and down last night and was having little output. The patient mentioned the lead was so uncomfortable that they felt like it was touching bone and making them sore. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was no lead positioning issue; the patient had chronic back and joint pain.